Event description:
Procedure type: colostomy take-down. Patient: male. According to the reporter: after applying the device, the black knob could be rotated but the anvil would not open for the instrument. The operator actuated the handle approximately 3 more times and this created enough space between the anvil and instrument to be manipulated out of the patient. A leak was found on the staple line and it was over-sewn to stop the leak. This caused an estimated 40 minute delay to surgery. A staple was found in the tissue specimen believed to be by the additional actuations of the handle. No bleeding was reported. Patient in stable condition.